Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent low blood glucose (bg) levels (low 50s mg/dl) and the cause was not known. Carbohydrates were consumed and the bg returned to target level. The customer declined tandem technical support's (cts) offer to review the pump data for a possible cause. Cts advised the customer to discuss the low bg event with a healthcare provider.